Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit would not start up during testing, and instead generated an alarm due to a defective printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit¿s screen went out during a therapeutic laparoscopic surgery. According to the initial reporter, the procedure was completed without patient harm by using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event was due to a printed circuit board failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the screen blacked out in the absence of gas supply and the screen recovered when the device was restarted. This report is being submitted for the front panel screen disappearing and for no air insufflation.